Event description:
The device was returned for sensor hardware failure (set ID sensor). Log files indicate a sensor hardware failure (set ID sensor)/down steam pressure sensor error. Performed a mock infusion and admin set ID test and unit passed. Performed dsps calibration/verification test, unit passed. Front housing damaged due to broken screw mounts. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. Front housing and battery packs (counter reset) will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "it was reported to me it was malfunctioning. There was no problem when testing pump. I searched the history logs. There were no serious errors. There was only 5 entries in the history log." Patient status unknown. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.